Event description:
The customer contacted baxter's technical service center to report an issue of a burnt plastic smell found on the home choice (hc) device. It is unknown when the issue was discovered. The home patient (hp) stated that the end of the power cord that plugs into the wall appeared to be "sizzling". The hp stated that there was some discoloration and the plug smelled like burnt plastic. The hc unit was plugged into a power board. The baxter technical representative (tsr) initiated to swap the hc device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The returned device was visually inspected and evaluated and the reported issue of burnt plastic smell was not confirmed and the cause was undetermined. The device failed insulation resistance test once. During evaluation, the printer circuit board was found to be heat damaged. The power supply, power entry module and overtemp button were replaced. A service history review revealed that the device had failed leak test and the textured gasket was replaced. This issue is being investigated through CAPA.